Event description:
A caller reported a notification indicating a minimum fill issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case and clean the pneumatic tap, but initial attempts to resolve the issue by loading a new cartridge failed. Subsequently, the case was escalated to special assistance, where it was confirmed that there was no reuse or refilling of expired supplies and that humalog u100 insulin was used. The customer was mistakenly overfilling cartridges, not removing air correctly. After guidance on proper filling techniques, the issue was resolved, and the customer successfully resumed insulin delivery. Replacements were sent, and the case was closed.